Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no info to suggest that the patient sustained a serious injury. The patient did not seek medical attention. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date & usage of device: monitor (B)(4): (B)(6) 2014- initial use, electrode belt (B)(4): (B)(6) 2014- initial use. Additional inappropriate defibrillation narrative: inappropriate defibrillation are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. Supraventricular tachycardia at 210bpm contributed to the false detection. The patient was in (B)(6) at the time of the event. The patient was conscious at the time of the event. However, the patient reported that she was symptomatic so the patient let the device treat her. The patient reports that she initially pressed the response buttons. The patient's cousin witnessed the event. A review of the downloaded data confirms that the response buttons were pressed, but the response buttons were not pressed during the treatment sequence that resulted in the inappropriate defibrillation treatment. The patient did not seek medical attention.